Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart, external ram crc error and displayable history crc check failed on startup. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates; no a47 alarm noted during our testing, however a47 alarm was noted in the insulin pump history screen, due to corrupted history file. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test. No a21 or a17 alarm noted during testing. All operating current test were within the specification, no unexpected low battery or off no power alarm noted. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot.